Event description:
The hospital reported that during an endoscopic vein harvesting procedure, two heartstring iii seals failed to deploy properly. A replacement device was used to complete the procedure. The hospital did not report any pt effects. Refer to MFR report # 2242352-2013-00536 for the related report.

Manufacturer narrative:
The device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. The delivery device was returned outside of the loading device. The tension spring assembly, seal and anchor tab were located inside the body of the loading device. The green slide lock was locked and the white plunger was not depressed on the delivery device. Based upon the eval results, the reported complaint were confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).